Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a Code 1003, indicating the voltage was too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed that the power consumption was increasing in a gradual fashion. Device replacement was recommended. As of this time, this ICD remains in service. No adverse patient effects were reported.